Event description:
It was reported that during patient use, the ventilator display reset itself. However, the device continued to cycling. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).